Event description:
Dexcom was made aware on 12/14/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient developed a rash, redness, inflammation, drainage, and pustules at the needle puncture site. The patient went to the emergency department due to the swelling that spread to his fingers. In the emergency department, the patient had bloodwork, an incision, and drainage to release the pus. At an unspecified later time, the patient was discharged home with a prescription oral antibiotic medication called sulfamethoxazole. At the time of the report the patient¿s arm was still swollen, but he was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).